Event description:
Product analysis was completed on the returned generator.

Event description:
The suspect device was received and product analysis is underway.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that a new generator was found to have high impedance and low output current. It was noted that troubleshooting was done and a test resistor was used and the generator seems to be defective. Another generator had to be used and all values were within normal limits. Internal data from the generator was received and reviewed. The suspect device has not been received by product analysis to date. No other relevant information has been received to date.